Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to nickel allergy. Reportedly, when the physician took of the initial band aids it appears that the patient had infection. The dermatologist gave the patient a different cream and helped alleviates the rash; however, the patient still has a lot of itching in the chest. The technical services (ts) informed that there was a nickel in the tip of each lead. So, advised to talk to an allergist. There were no additional adverse patient effects reported. This ra lead remains in service.